Manufacturer narrative:
(B)(4). The device was manufactured may 9, 2014 to may 13, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified that there was a solid white particle approximately 0.64 mm in size floating in the solution of the bladder. A fourier transform infrared spectroscopy scan determined that the particle was polyester material. The cause of the particulate is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.